Event description:
It was reported tat the patient presented to the clinic not feeling well. The right atrial lead exhibited noise which could be reproduced with isometrics. When the patient laid on his left side, he experienced diaphragmatic stimulation. The patient was scheduled for a chest x-ray.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.